Manufacturer narrative:
Isi received the cadiere forceps instrument involved with this reported event. The instrument was found to have a broken grip at the grip base. Broken material, approximately 0.69" x 0.21", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly .03" to 0.32" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube ¿ scratch marks to not be related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the cadiere forceps instrument tip broke off and fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.